Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: the condition of a flogard infusion pump with an occlusion alarm on channel b was found and confirmed by a baxter service technician. An assignable cause was not determined for this condition. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. Service history review: a service history review revealed no previous service events were related to the reported condition. CAPA assessment: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a flo-gard infusion pump that displayed an occlusion alarm, which occurred during programming/set-up in the emergency room. This event may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.